Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 28-feb-2022. The medical event associated with this complaint occurred on 6-apr-2021 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor scan result of 73 mg/dl compared to a reading of 59 mg/dl obtained on built-in reader. Customer experienced sweating and tremors and required treatment of sugar provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product.  At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 28-feb-22.. Case awareness date is 06-apr-22, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor scan result of 73 mg/dl compared to a reading of 59 mg/dl obtained on built-in reader. Customer experienced sweating and tremors and required treatment of sugar provided by a third party. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor scan result of 73 mg/dl compared to a reading of 59 mg/dl obtained on built-in reader. Customer experienced sweating and tremors and required treatment of sugar provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 28-feb-2022. The medical event associated with this complaint occurred on 6-apr-2022 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the previous reports were inadvertently missing the correct medical event date of "6-apr-2022" and previous correction report was populated incorrectly. Section h10 has been updated to include correct medical event date.